Event description:
An event involving a non-spinning spiros chemo tubing was used for the patient's bolus and pre-mediation prior to giving clofazamine. Benadryl pre-med 20mg was running through the chemo syringe tubing with a spiros on the end of it, which was connected to the bifuse then connected to the patient's port. The reporter went into the patient's room to start the next pre-medication when the reporter noticed that the patient's port had blood backing up into the tubing. The reporter checked the connections from the IV tubing to the patient's port tail, and it was not wet. Checked the bifuse connections, and both were damp. It also stated that the reporter noticed the chair that the patient was sitting in was wet and the floor had a significant amount of fluid on it. At the time, the patient had an ns bolus running through the other connection that was connected to the bifuse. The volume of the benadryl premedication and flush was only a total of 1.2ml, and there was significantly more fluid on the floor than that, so the bolus must have also leaked. Upon disconnecting the syringe tubing with the spiros cap on it, we attached a new flush and a priming cap, and the spiros cap was leaking at the connection and there appeared to be a crack in the spiros. They were able to note a crack in the spiros where they believe it was leaking at. The reporter also attached a flush to the bifuse, which was also in use at the time the fluid and medication was infusing into the patient. The bifuse was included for the reason that they were unsure if there was any chance this piece could have also been leaking since it comes included on the spiros. The event was during infusion. There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. D4: unknown UDI due to no list or lot number provided. Additional reporter: (B)(6).